Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up with high left ventricular impedance. The patient presented to the hospital for lead revision prior to the procedure the lead exhibited loss of capture at maximum output. The lead was capped and replaced successfully. The patient was in good condition post procedure and would be monitored with routine follow ups.